Manufacturer narrative:
Device passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No low reservoir alarm anomaly noted. No unexpected bad battery alarm noted.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No low reservoir alarm anomaly noted. No unexpected bad battery alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced under delivery of insulin and high blood glucose level of 214 mg/dl. The customer¿s current blood glucose was 385 mg/dl. The customer was treated with insulin pump. The drive support cap was normal. The customer¿s blood glucoses were like 296 mg/dl on (B)(6) 197 mg/dl, 402 mg/dl, 410 mg/dl, 322 mg/dl, 282 mg/dl. On (B)(6) blood glucose was 251 mg/dl, 337 mg/dl, 237 mg/dl, 277 mg/dl, 339 mg/dl. On (B)(6) 306 mg/dl ,301 mg/dl, 300 mg/dl, 213 mg/dl, 207 mg/dl, 312 mg/dl, 186 mg/dl, 220 mg/dl, 164 mg/dl, 162 mg/dl, 303 mg/dl. On (B)(6) 306 mg/dl, 237 mg/dl, 197 mg/dl, 191 mg/dl, 149 mg/dl, 185 mg/dl, 213 mg/dl. On (B)(6) 207 mg/dl, 194 mg/dl, 195 mg/dl. 230 mg/dl, 147 mg/dl. On (B)(6) 168 mg/dl, 214 mg/dl. The product was returned for analysis.